Event description:
In 2004--the pt underwent an incisional hernia repair procedure with implant of a kugel mesh patch. On the month prior--the pt reports abdominal pain complications. On that day--the pt underwent recurrent hernia repair surgery with explant of the mesh patch, lysis of adhesions, repair of torn mesh and replacement with a compsix mesh and seprafilm. Sevenm months later--the pt underwent surgery for repair of a recurrent hernia, lysis of adhesions, seroma and mesh that had torn loose and was sutured in place. Cultures taken were positive for mrsa. In early 2006--the pt underwent an explorative laparotomy with wound debridement, cultures of seroma, wound vac placement and adaptic coverage of exposed mesh. Approx eight months later--the pt underwent an exploratory laparotomy with reduction and repair of recurrent hernia, explant of mesh, lysis of adhesions, placement of pain catheters, placement of a collamend mesh patch and seprafilm. In 2008--the pt underwent surgery for repair of recurrent hernia with explant of the mesh patch. Four months later--the pt underwent surgery for repair of recurrent hernia with lysis of adhesions and placement of a paritex mesh. The pt underwent multiple antibiotic treatments due to a mrsa infection, physical disfigurement due to multiple surgeries and suffered depression and anxiety, due to complications associated with the mesh patch.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. See MDR 1213643-2008-00505 for info related to the kugel mesh implanted in 2004. See MDR 1213643-2008-00506 for info related to the composix mesh implanted in 2005.